Event description:
Instrument broke into two pieces. No surgical delay. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: we have now received back the (B)(6) item and completed the investigation. Investigation summary: the item was returned for inspection and the issue could be confirmed. Per the lot number recorded the instrument was first released in 2016. A total of (B)(4)instruments have been manufactured with this product code, with the product code being available since 2015. No similar complaints were identified against this product code. The mechanical feature related to the complaint is equivalent to the comparator instrument: (B)(4). The product was designed and developed according to the apac sri procedure. (Tv-sop-00911.) For this batch code a manufacturing deviation is recorded. See tw (B)(4) & inspection record (B)(4), rev 3. The manufacturing deviation was subsequently accommodated into a design update approved in nov 2016. (See co (B)(4).) The product was removed from circulation and will be quarantined during the investigation period. Whereafter it will be available to be scrapped; per franchise complaint handling policy ((B)(4)) and anz product waste management (tv-sop-00982) based on the investigation, the need for corrective action is not indicated. No patient harm was recorded.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Review of the photographic evidence and visual examination of the device confirmed the reported event. The instrument has broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.